Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating there was a minimal amount of fluid surrounding the implants bilaterally which was discovered via sonogram. The devices were also reportedly discarded post-explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 28 2020, additional information was received indicating the patient experienced rupture on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: granuloma. Manufacturer¿s reference number: (B)(4). This event has already been reported under manufacturer¿s report number 1645337-2020-02770. Due to an inadvertent void, no supplemental reports are able to be submitted under that report number. All further reports shall be submitted under this manufacturer¿s report number. This report is also a duplicate of manufacturer¿s report number 1645337-2020-00722. All further reports shall be submitted under this manufacturer¿s report number.

Event description:
It was reported that a (B)(6) year old female patient of an unknown race who underwent breast reconstruction surgery with a mentor memoryshape breast implant 475cc (l) and 420cc (r) (date of implant (B)(6) 2017) has reported disfigurement of the left breast, diagnosis of melanoma after date of implant, bilateral granuloma, and migration on the right side. The granuloma was confirmed via MRI. As a result, the patient underwent removal of the left breast prosthesis on (B)(6) 2019 and removal of the right breast prosthesis on (B)(6) 2020. As per the patient, the patient was diagnosed with a primary malignancy of melanoma in 2019. The patient has a history of sun damage. Her family has a history of melanoma as well. As a result, the patient underwent removal of the melanoma. This report is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).